Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 164 mg/dl. Reportedly, the pump supplies were changed to address the issue. Additionally, customer was using admelog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, customer wore the pump against the skin and a temperature change had occurred to the pump prior to the occlusion alarms declaring.